Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's neurostimulator intermittently turned off. When the programmer was turned on, it was found to be functional and responded appropriately. When the neurostimulator was turned on, the patient had no stimulation sensation. It was noted that the patient needed to see a physician for device interrogation. Additional information had been requested, but was not available as of the date of this report.